Event description:
On an unknown date, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient passed away. It was reported that the patient died "due to a small hole in the small intestine with bacteria that entered the small intestine and ended up in the stomach. Following the surgery, the patient experienced multi organ failure, and was put to sleep with morphine". It was reported that the patient did not undergo a tube related procedure. Upon multiple follow ups, no additional information regarding the cause of the ¿small hole in the small intestine¿ was provided and the location of the small hole in relation to the tubing was not provided. There was no allegation that the tubing contributed to the death. It was also unknown if an autopsy was performed.

Manufacturer narrative:
Reference record (B)(4). It is unknown if the device involved in the event was removed and discarded or is still in place; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062918. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. (B)(4). Intestinal perforation is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.